Manufacturer narrative:
Device evaluation: the cartridge was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the cartridge were reviewed. During the manufacturing process the operators check the neck, tube and tip areas for cracks. No cracking or stress marks are allowed. They also check the tip for any melting, roughness, dent, bent tip or smash condition. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted explanted, give date: not applicable as this is not an implantable device. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a cartridge used for the implantation of an intraocular lens (iol) had a piece of broken cartridge inside it. Additional information was received and it was learnt that the tip of the cartridge was not damaged or not noticed damaged at the time. However when the surgeon inserted the lens into the chamber, he noticed something in the patient¿s eye. Reportedly a debris was retrieved with an instrument and discarded together with the lens and the cartrdige. No incision enlargement and vitrectomy was performed. Another amo cartridge and lens were used to successfully complete the surgery with no further complications. No further information was provided.